Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Reporting event of 24g IV catheter did not retract after using. No injury to patient or staff. Date (B)(6) 2025. Customer response on (B)(6) 2026: when you pressed the button, did the needle fully retract? No. Did the needle retract slower than normal? Na. Did the needle start retracting and then stop, leaving the needle exposed? No. Did the needle not move at all after pressing the button? No. Did the button depress? Yes.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 5176687. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.